Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgery coordinator reported blurry vision in an eye following an intraocular lens (iol) implant procedure. The patient reported that their vision was blurry while looking at a computer. The lens was exchanged. The surgery coordinator reported that there was no problems with the lens, but that the patient wanted no correction for distance vision and therefore wanted the exchange.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).